Event description:
It was reported that a minimum fill notification occurred while customer attempted to load cartridge. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned tap area as instructed, and attempted to reload same cartridge without success, then followed guidance from technical support to fill and load new cartridge using proper technique, after which cartridge was successfully loaded and insulin delivery was resumed; no additional information was received regarding any further outcome of event.